Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The partial device was returned to the factory for evaluation. Only the delivery tube was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the delivery device. The seal and tension spring was observed in the delivery tube, with the seal extended out of the delivery tube. The blue slide lock was disengaged and the white plunger was fully depressed on the delivery device. No visual defects were observed. The loading device was not returned for evaluation. The seal and tension spring were removed from the delivery tube. The seal showed no signs of cracks or delamination. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. Based on the return condition of the device, there were no failures observed. The acct mgr says it may be user error.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure.